Event description:
The hospital reported that during the beginning of an endoscopic vein harvesting procedure, the vasoview hemopro 2 would not burn. A replacement device was used to complete the procedure. The hospital reported no pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.